Event description:
User alleges that one incident of an inner cannula being "blocked at one end with plastic, as if it had not been stamped out." Found immediately upon use. Unit changed and no pt adverse outcome.